Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the ins battery depleted and their therapy turned off. Troubleshooting/interventions included the patient recharged the ins to a full battery. They noticed they had trouble walking and that was when they realized that the ins battery had depleted. Even after fully charging the ins multiple times, the symptoms didn¿t go away and they still did not feel the therapy. The patient was walked through on patient programmer (pp) use and they checked the ins status and saw ins off, battery ok. They turned the ins on successfully. Two days later it was further reported that the patient¿s right arm was pulling him down to the floor and he was not walking very well. Their family doctor thought it was his sciatica. He charged his implant and the pp showed the device was on. There were issues about the patient¿s right side, in ribs and legs was kind of heavy to walk. They were feeling a big pain in his ribs. His left side was good. Their health care professional (hcp) indicated that the issues could be caused by the implant and that ¿something was not correct¿ with their implant.

Manufacturer narrative:
(B)(4)

Event description:
A consumer later reported the right side of the patient's neck was pulling and turning his head down which was noted to be sudden in nature, (B)(6) 2016. This was occurring daily. The patient was also feeling pulling down in his ribs and feet. There were no falls or traumas reported. The patient had spoken with their healthcare professional who had told them to just wait and give himself time to heal. The patient had not contacted their healthcare professional since.